Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 120 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 75% in-stent restenosed (isr) target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After pre-dilation was performed with a 3.0mm balloon catheter, a 3.00 x 12mm synergy xd was advanced for treatment. However, during the procedure, the stent was unable to cross the isr lesion and the edge was hit and became lifted. It was judged that it will also be difficult with a different device to cross the lesion and the procedure was ended. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 75% in-stent restenosed (isr) target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After pre-dilation was performed with a 3.0mm balloon catheter, a 3.00 x 12mm synergy xd was advanced for treatment. However, during the procedure, the stent was unable to cross the isr lesion and the edge was hit and became lifted. It was judged that it will also be difficult with a different device to cross the lesion and the procedure was ended. There were no patient complications nor injuries reported.